Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, immediate implantation, pain, swelling, abscess, bleeding, mobility. Temporary crown screw-retained intraocluded. Checkups (B)(6) 2019 everything ok.